Manufacturer narrative:
Eval summary: the exact onset of the described symptoms post-operatively is unk. The date of surgery is reported to have been in 1998. No operative notes, office visit notes, or lab tests/results have been provided for review. There are many medical conditions that may cause heart problems and/or dizziness; the pt's medical history is unk. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to experiencing heart problems and dizziness.